Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed and the issue cannot be confirmed. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). It is unknown whether the device will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip arthroplasty the sterile packaging of the screw was found to be open and it was unknown whether sterility was compromised. No patient consequence was reported.